Event description:
It was reported by a customer complaint that the patient was hospitalized due to a diabetic ketoacidosis. The patient reported that for the 2 weeks prior to the hospital admit their blood glucose levels had been on the rise for which patient did increase their basal doses and bolus amounts of insulin. Their blood gluc0se remained high and in 06/2005 patient was admitted with dka. By the next morning their blood glucose was back to normal and patient was discharged. The reporter is questioning the delivery accuracy of the device.